Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the his first insulin pump was not working and also having the button error alarm. The customer¿s blood glucose level was unknown. Customer stated that the significant issue related to the keypad. The customer also mention that when they try to bolus none of button work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.